Event description:
The account alleged the nurse call does not function. No pt impact.

Manufacturer narrative:
The account found the nurse call was not enabled. The account enabled the nurse call to resolve the issue.